Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v216871, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3889-28, lot# va0h9v5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3093-28, lot# v216871, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3889-28, lot# va0h9v5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3058, serial# (B)(4), implanted: 2009, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot# unknown, implanted: (B)(6) 2014, product type lead; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the call was about diagnostics/impedances. The caller stated he tried two stimulators and two leads and continues to see high impedance values which show up on different combinations each time the caller tests. The caller stated the patient was showing physical responses to all electrode activations. It was reported the next day, it should have been a routine battery change that became a more complex when the new battery had impendences that were outside our normal parameters on all the electrode 3 combinations. So there was the possibility that the lead was damaged at some point over the past 5 years or even intraoperatively. The healthcare provider tried reseating it 3 times. So his options were to leave it in place and program around the possibly bad electrode or to replace the old lead with a new one which was what the healthcare provider decided to do. What happened next was where the issue comes in. When the new lead was placed and the new battery was connected, there were multiple impedance issues on multiple electrode combos. At that point there was no reason to think there was a defective lead since it now was a new lead. So another new battery was attached which also showed improper impedances. So healthcare provider replaced that lead with another lead. After hooking up the 2nd battery to the 2nd lead all impedances were good and the case was finished. It was noted that the manufacturer representative have sent off the 1st new lead and 1st new implant and the old lead and implant for analysis. Additional information received reported the original reason for the stimulator change was due to normal battery depletion. It was noted that the patient was doing well.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed that the set screw was backed out too far. The device passed final functional testing and good, stable output was seen on all electrodes referenced to one electrode. Normal impedances were also observed. Analysis of lead model 3093-23, lot #v9054352 showed that the #3 conductor was stretched and broken at the #3 electrode weld site. It was noted that there was slight pitting of the #3 conductor wire at the weld site. The outer insulation was intact. Open circuits were observed on circuit 3. The continuity was acceptable on circuits 0-2. It was also reported that the #3 sleeve connector was discolored. Analysis of lead model 3889-28, serial # (B)(4), showed no anomalies with acceptable continuity and no shorts between circuits were seen. Analysis of neurostimulator model 3058 serial # (B)(4) showed no significant anomalies. It was noted that the device failed final functional testing as the battery was not in new condition. It was also reported that the setscrew was backed out too far. Good, stable output was seen on all electrodes referenced to one electrode.